Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "heating" was confirmed. Reliability engineering evaluated the device, and the attachment was observed to be missing a snap ring and washer, and the bearings were damaged. The damaged bearings likely would produce the reported heat. This condition is indicative of improper or ineffective cleaning and maintenance of the equipment. If add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device was heating. It is unk that the device was not used in surgery. It is unk if injuries or medical intervention were reported. There was no add'l info provided.